Event description:
A male patient received a precise stent in the left internal carotid artery. Approximately seven weeks post procedure, the patient experienced a neurological deficit, hemineglect on the left side. Presence of a babinski reflex was noted on both sides. Onset was sudden, diagnosis was intracerebral subarachnoid hemorrhage. Additional surgery was refused due to the patient's advanced age and weakening condition. The patient died the following day.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.